Manufacturer narrative:
Age at time of event: 18 years or older. Reported batch/lot number: 22335921. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection identified that the device has it middle section severely kinked. Dimensional inspection of the device that could be measured were performed and were within specifications.

Event description:
It was reported that the burr was stuck on the wire. A rotawire and wireclip torquer was selected for use for a rotablation procedure. During the procedure, the physician had finished ablating the vessel with a 1.5mm rotaburr when it was decided to move to a 1.75mm rotaburr due to the diameter of the vessel. When attempting to remove the 1.5mm rotaburr from the rotawire, it was observed that the distal end of the wire had a defect and the burr was unable to be removed. After several attempts at removing the burr, the physician then removed the rotawire and the burr together. The procedure was completed with a new rotawire. There were no patient complications reported. The patient is stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Reported batch/lot number: 22335921.

Event description:
It was reported that the burr was stuck on the wire. A rotawire and wireclip torquer was selected for use for a rotablation procedure. During the procedure, the physician had finished ablating the vessel with a 1.5mm rotaburr when it was decided to move to a 1.75mm rotaburr due to the diameter of the vessel. When attempting to remove the 1.5mm rotaburr from the rotawire, it was observed that the distal end of the wire had a defect and the burr was unable to be removed. After several attempts at removing the burr, the physician then removed the rotawire and the burr together. The procedure was completed with a new rotawire. There were no patient complications reported. The patient is stable post procedure.